Event description:
It was reported that the insulin on board (iob) reading remained static at a value with 0 time remaining. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.